Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, broken battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a number of errors during the prime. The blood glucose reading was 110 mg/dl. The drive support cap was sticking out. The customer had never pressed on the cap. The insulin pump passed the displacement test. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.